Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm. Customer's blood glucose was 532 mg/dl. The customer was treated with insulin from pen. The customer reported that alarm was resolved by a complete set change. The customer was unable to troubleshoot shoot because she already changed the entire set. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised that we are shipping replacement infusion set and reservoir pack.